Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper left abdomen using the coolcore applicator and may have developed paradoxical adipose hyperplasia on the same areas.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review, there is no ph.